Event description:
It was reported by service report that the scale was inaccurate and fluctuating when 50lbs was placed on it. No pt involvement or adverse consequences. Reported.

Manufacturer narrative:
Result: load cell.